Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty removing the cartridge from the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to resolve the issue and remove the cartridge.